Manufacturer narrative:
The device was not in use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device was displaying an alarm failure when powering on the unit. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The caller advised the primary alarm failed error was in the significant event logs. The rse advised the caller they can upgrade the software to 2.30, which will point out which speaker or ohm each speaker to see which one is bad. The rse emailed the software link with the 2.30. The customer returned a call to the rse stating they had the unit opened and apart and ohmed the speakers, found the speaker to the pm pcba is out of specification. The rse provided the customer with the part information for replacement speaker assembly.

Manufacturer narrative:
B4: (B)(6) 2021. The customer confirmed that the speaker assembly replacement resolved the problem. It is unknown whether or not the device was in use on a patient at the time of the event. There was no report of patient or user harm. Multiple attempts were made to obtain information regarding the patient context of use with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.